Event description:
It was reported that prior to a lap gastrectomy procedure the base of the tissue pad came off the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.